Manufacturer narrative:
The technician replaced the left user control module and reinstalled a screw that had come loose, which attaches the left user control module to the siderail, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has unintentional movement. No injuries were reported.